Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch #362c80. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 362c80, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device cs40g lot number a9cp4l and no non-conformances were identified.

Event description:
It was reported that during a radical surgery for sigmoid colon cancer radical surgery for sigmoid colon cancer surgery the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.